Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log was reviewed and screen error alarms were observed in the log. Functional testing could not be performed because of the "call tech support" error. The customer complaint was confirmed because of the call tech support error displayed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 121 and error code 69.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 69. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.